Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the front therapy electrode. Patient advised the sore started to bleed so he placed a band-aid over the sore. There was no alleged device malfunction contributing to the irritation. Patient reported that his doctor advised to take the lifevest off at night to allow skin to rest. Follow up indicated that the skin irritation is improving.